Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced twelve infusion set cannula dislodged event 24-sep-2023. The infusion set was in use for two to three days. The glucose level was 600 mg/dl and the patient was treated with multiple daily injection (mdi) and boluses. No further information available.

Manufacturer narrative:
(B)(4) - device 1 of 2. H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.